Event description:
It was reported that an outpatient was undergoing a stereotactic biopsy of the left breast for diagnosis of calcifications of the left breast. Post tissue retrieval, they saw evidence of a small radiopaque foreign body in the surgical field. The pt will undergo surgical removal of the foreign body at the time the calcifications are to be biopsied.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.